Event description:
Reportedly, the balloon detached from the catheter body and remained in patient body during use in the a-v shunt. Other catheters were used to retrieve the detached balloon.

Manufacturer narrative:
Evaluation summary = customer report was confirmed. The balloon and both proximal and distal windings have been pulled off the tip of the catheter. The balloon latex and both proximal and distal windings were returned, no missing components. A device history record review was completed and documented that the device met all specifications upon distribution